Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa confirmed the customer-reported complaint. The instrument was found to have a severely bent grip, causing side-to-vertical misalignment of the grips. Excess force applied to the instrument jaws can result in severely bent grips with an offset of 0.05" or more. Such severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Damage during use or reprocessing is often the cause of severely bent grips. The complaint was confirmed based on fa, which indicates that the device may have contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip would get stuck in the tip of a medium-large clip applier instrument and then becomes loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.